Manufacturer narrative:
The event occurred in the us. It was reported that during patient use the error message ¿sig error¿ occurred on the rotaflow console even when with enough conductive paste (contact creme). The device was replaced with another one without consequences for the patient. No harm to any person has been reported. Due to the exchange of the device during use a report is required. The patient data (such as sex, weight and age at the time of event) was requested on 2025-01-22 but the customer not provided any patient information. The affected rotaflow console with s/n (B)(6) as investigated by a getinge field service technician and the reported failure could not be reproduced. The rotaflow console and drive was cleaned and as a precaution the rf flow measure pcba (printed circuit board assembly) (article number 701011681) has been replaced. The device is working as intended and returned to clinicial use. Based on these investigation results the reported failure "sig error" could not be confirmed. However, the failure mode "sig error" can be linked to the following most possible root causes according to our risk management file: - dried contact gel - user forgot renewing contact gel. The review of the non-conformities was performed on (B)(6) 2025 and during the period of (B)(6) 2010 to (B)(6)2025 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced in (B)(6) 2010. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu) to follow the chapter in the instruction for use heart-lung support system rotaflow system/ 4.4 / en / 15. 6.2 reapplying ultrasonic contact cream - the ultrasonic contact cream can dry out and impair the functioning of the integrated flow/bubble sensor. In the "free" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. In the "stand al" mode, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [faultbub] appears. - the error message [sig!] Indicates an error in the integrated flow/bubble sensor, which may result in an incorrect flow display. The rotaflow centrifugal pump still continues to function. If the error occurs during lpm mode, the rotaflow system switches back to rpm mode automatically. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2010. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in the us. It was reported that during patient use the error message ¿sig error¿ occurred on the rotaflow console even when with enough conductive paste (contact creme). The device was replaced with another one without consequences for the patient. No harm to any person has been reported. Due to the exchange of the device during use a report is required. Complaint ID: (B)(4).